Manufacturer narrative:
After evaluation of the information available, it was found that the root cause of the issue was the improper operation of the device. In order to mitigate the risk of a recurrence of this incident, a retraining on microtome safety was carried out and successfully completed by the field service engineer on (B)(6) 2026. The preventive maintenance of the histocore autocut serial, number (B)(6), was concluded on (B)(6) 2026, with only regular yearly maintenance being required. The device was found to be functioning as intended. No patient samples were negatively affected.

Event description:
On (B)(6) 2026, leica biosystems was informed that while performing a routine preventive maintenance of the histocore autocut serial, number (B)(6), at the customer site, the leica biosystems service engineer carrying out the work was injured. On march 5th, 2026, the field service engineer provided the following additional information: the injury was a cut to the finger on a dirty blade that was still in the device when the fse carried out the preventive maintenance. The injury required a visit to urgent care. While at urgent care the field service engineer received a refresher of her tetanus vaccination. No further information was disclosed.